Event description:
During an atrial fibrillation procedure, when the catheter was inserted into the heart and attempted to be placed, it was noted that the tip appeared bent under fluoroscopy. When it was removed and checked, it was noted that the tip was fractured. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tip damage could not be conclusively determined.